Event description:
Additional information was received that the noise resulted in oversensing. The patient is stable and will continue to be monitored.

Event description:
During a remote follow-up, noise was observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable.